Event description:
Patient reported the cartridge in the pump split. Patient stated he tried to remove it from the pump and the plunger became stuck on the piston rod and insulin leaked into the pump. Cartridge is not available for return. No adverse event reported. No product will be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.